Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white substance coming into the patient line of an amia automated pd cycler set ¿from the solution bags¿. As a result, the home patient (hp) was unable to complete the therapy session. This occurred during use of the device for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event.